Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar (fb) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the cable assembly. No broken or frayed cable was observed. The customer also reported a complaint of "would not grip." This complaint was confirmed. The instrument was found to have a severely bent grip, and the tip did not align with the other grip.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair surgical procedure, the force bipolar (fb) instrument would not release the tissue while surgeon was at the console. The customer attempted to use the emergency release kit; but, it did not work. Therefore, the surgeon cut the piece of tissue that was attached to the instrument in order to remove the instrument from the patient. Intuitive surgical, inc. (Isi) follow-up with the customer site and received the following information from the robotic lead: the fb instrument malfunctioned during the case; the jaws would not open. Before the case, the instrument was inspected and nothing was noticed. There was no intra-operative complications other than getting another instrument which took only a few minutes. The tissue that was taken out with the instrument was peritoneum which was being dissected at the time. It was confirmed that the surgeon did not have to suture the area, it was just a very small piece of tissue. It is unknown if the instrument was in strong grip mode and if the patient had any port-operative complications. The procedure was completed as planned with a backup fb instrument.